Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: zimmer dental: instructions for use for zimmer dental implant systems (4894i rev. 3 ¿ 07/09) information identified: warning implant surgery and restoration involve complex dental procedures. Appropriate and adequate training in proper technique is strongly recommended prior to implant use. Improper technique can result in implant failure and/or loss of supportive bone. Precautions proper case planning is essential to the long-term success of both the prosthesis and the implant. Overload is one of the key contributors to implant failure, particularly in the molar region where occlusal loads are typically the highest. Ensure the implant size and abutment angulation are appropriate for the occlusal load. Highly angulated abutments should be avoided in the posterior region. Contraindications not for use with cemented prosthesis unless a custom abutment is fabricated. Not for use with non-precious metal alloys. Not for use in multiple splinted prosthetics when more than one gold base is involved. Porcelain cannot be bonded directly to the gold base portion of the component. The complainant reported that ¿when he was delivering the final restoration, the restorative screw stripped¿. The complaint could not be verified, as the product was not returned. A root cause could not be identified for the reported event.

Manufacturer narrative:
Patient age at the time of even is unknown. Patient weight is unknown. This device is sold as a bundle item with the abutment and abutment screw. Additional 510k #'s - k013227, k953101. Device has not been returned to manufacturer.

Event description:
The dentist reported that on (B)(6) 2017, when he was delivering the final restoration, the restorative/abutment screw (hla3g) stripped in tooth location # 19. After 5 hours, the dentist and lab tech were finally able to section the crown to access and remove the screw. A healing cap was placed and the patient will return once the restoration has been remade. The patient's condition was considered distraught at the time of the event but no injury was reported as a result of the event.